Event description:
Procedure: hernia. According to the reporter: the metal part on front of unit broke. Did anything fall into the patient cavity? No. Was there any bleeding of 500cc or more? No. Was the case extended by more than 30 minutes? No. Was there any unanticipated tissue loss? No. Was the incision extended by more than one inch? No. Was the procedure converted to an open procedure? Procedure was open .